Event description:
Chemo pharmacist spiked a bag of normal saline with an oncology kit add-on set with an in-line filter attached to baxter continu-flo solution set in which she found algae-like foreign object immediately after the area labeled as #5 on back of product's packaging. This was caught prior to the product our pharmacy and never reached the pt it was intended for.